Manufacturer narrative:
(B)(4). Date sent: 06/26/2020. D4: batch # t5e13n. Device analysis: the analysis results found that the cdh25a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted and anvil and washer were not returned for analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the product code, cdh25a? The lot number provided, p40x4p is invalid. Do you have the correct lot number for the device that was used in the procedure? Additional information was requested, and the following was obtained: could you please clarify if the device cut? ¿ yes, the device cut. Was the cut line fully circumferential around the target tissue? - yes, there was a full cutline. If the device fully cut, were both tissue donuts present? ¿ yes, there were both donuts. If the device fully cut, were both donuts complete? ¿ yes, the donuts were complete. Where within the gap setting scale was the orange indicator prior to firing? ¿ the doctor do not remember that.

Event description:
Today (B)(6) operated on rectum. He put the anvil and tried if the anvil fits. After tightened it, he was waiting for 15 seconds then tightened it again, he dropped the red safety and fired it. Stapler did not do the audible feedback and the stapler did not make the staple line. (B)(6) tried it again and nothing happen. He closed the patient with another instrument. The patient is fine without consequences.

Manufacturer narrative:
(B)(4). Date sent: 06/10/2020. Additional information was requested, and the following was received: is the product code, cdh25a? Yes. The lot number provided, p40x4p is invalid. Do you have the correct lot number for the device that was used in the procedure? T40x4p.